Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the device was causing a great deal of pain and she wanted to have it removed as soon as possible. The patient stated the pain started 2 weeks prior to (B)(6) and was on and off. The patient stated she left the pain alone because she thought she was just having hip pain, which she was taking anti-inflammatory for. The patient stated in the last week the pain turned into a stabbing or burning pain in her tail bone. The patient noted she it was hard to answer if the pain was sudden or gradual because she had such a high tolerance for pain and it had been constant. There were no falls or trauma related to the issue. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.